Manufacturer narrative:
H.10: through follow-up communication livanova learned that there was no documentation of any defect found on the cannula upon removal. In addition, medical records registered patient coughing episodes when he was weaned from his sedation and he had been agitated. A medical assessment of the reported event has been conducted. Cannula migration can be due to patient movement or accidentally withdrawal of the device by the users due to unsecured sutures. Patient condition of morbid obesity did not help on detecting the migration. Reportability decision changes to not reportable event due to the fact that there is no product malfunction, that cannula dislodgement is not device related and is due to patient movement or accidentally withdrawal of the device by the users due to unsecured sutures.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. Cardiacassist inc. Manufactures the protek duo veno-venous cannula. The incident occurred in (B)(6). A review of the DHR did not identify and deviations or non-conformities related to the reported issue. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received report that on (B)(6) 2021 a protek duo veno-venous cannula 31 fr was inadvertently withdrawn 5cm with consequent return in the right ventricle resulting in saturation intermittently dropping into the 70s. Therefore vent support was increased. Hemodynamics remained stable. Patient was ECMO dependent, thus it was difficult to move due to morbid obesity and high risk in trying to recannulate. At 8 p.m. A drop in the flow was observed (on 6000 rpm lpm only 2.7 when previously it was sustaining at 4). Increased rpm to 6700 with improvement of lpm up to 3.5. Reportedly, one of the clots previously stabilized in one of oxygenators was no longer present and appeared to have migrated through the ECMO circuit to the patient. On (B)(6) 2021, low oxygen saturation was noted even if the flow was adequate. Recannulation was planned. There was no report of patient injury.